Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 253 mg/dl during the phone call. Prior to the hospitalization, the customer changed the infusion set, but her blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin passed the prime test, but the customer did not have the tubing clamp to run the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report compete to the best of our knowledge.